Event description:
Information received by medtronic indicated that the customer reported high blood glucose levels with a value of over 400 mg/dl. No other details were available. Troubleshooting was not performed. No harm requiring medical intervention was required. The customer will continue to use the device and it will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.